Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the new orders were not appearing on any machines, and some machines were placed in critical override. A technical support specialist (tss) dialed into the server and confirmed xml messages were processing successfully with no connection issues. With facility approval, the server was rebooted. Tss initiated a package push to restart carefusion coordination engine (cce) services using the interface services utility, which verified and restarted required services. The server reboot was completed successfully, and active directory (adt) epic communication was restored. All stations previously placed in critical override were recovered. The customer confirmed the issue was resolved and approved case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server all new orders were not showing up on all machines, patients were showing up but only orders not appeared. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.